Event description:
Procedure: lap chole. According to the reporter: the surgeon opened a new sterile pack. The surgeon used the instrument to ligate the cystic duct and found that the jaw of instrument was not open after he squeezed the handle. The surgeon could not remove the instrument so he had to add one more port and open one more instrument to ligate the cystic duct close to the where the former clip had the problem. The surgeon then cut the specimen and removed the former instrument altogether. The pt was discharged from the hosp.

Manufacturer narrative:
(B)(4).